Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited a scope communication error (b30) and black connection on screen. It was unknown when the event occurred. There were no reports of patient harm.